Event description:
An infusion pump with an 500 failure code. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event. No other information was provided.